Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40mg/dl, resulting in customer falling and fracturing elbow. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Prior to arriving at hospital, customer consumed carbohydrates in an attempt to treat bg level. When customer arrived at hospital, bg level was back to normal levels, and no additional treatment for bg was needed. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however with ongoing elbow pain. System check with tandem technical support confirmed the pump was functioning as intended.